Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead implanted: 2009-(B)(6); 694765 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient had a fungal infection, infected system and vegetation was observed on the leads. The implantable cardioverter defibrillator (ICD) was removed. No further patient complications have been reported as a result of this event.